Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a venous closure of the right common femoral vein was attempted using a prostyle device with an 8f sheath after an ablation procedure. Reportedly, the suture came out of the anatomy when pulling the rail suture to advance the knot. There was biological material noted on the foot; however, it was confirmed no tissue damage occurred. It is possible one side of the footplate was outside the vessel [during deployment]; however, this was not confirmed. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.